Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss occurred. On the evening of (B)(6) 2018, the patient¿s wife stated the patient was taking care of a client and passed out. A coworker called the emergency medical technician (emt) and when the emts arrived, the patient was convulsing. The emts were having difficulty trying to get intravenous (IV) therapy started and transported the patient to the hospital. The patient was administered glucose and when he arrived at the hospital, they checked his blood sugar which was reading 19 mg/dl. The patient was admitted overnight and stated he was treated with insulin and glucose. Additionally, the patient stated during the time he passed out, the dexcom was not displaying readings because there was a signal loss. At the time of contact, the patient stated they were still not feeling well. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.